Event description:
Patient called to report that he received an email stating urgent medical device notice. Patient stated the notice was about the potential problem of battery cap failure with his medtronic pump. The patient stated he has not experienced the issue yet, but that the notice said to report to the FDA if received.